Event description:
Based on information reported to davol. It was reported that during surgery, but prior to use, the outer box was opened and the staff noted a tear in the sterile pack. Another device was used in the procedure. There was no patient impact. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
A review of device history record for this production lot found no manufacturing discrepancies. The subject product is in the process of being returned for evaluation. Therefore, no conclusion can be drawn at this time. A photo provided confirmed the reported problem. A follow up report will be submitted when the evaluation is completed.